Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The pump was in used condition. The reported complaint was duplicated through functional testing. Review of the event history has a motor rate error and plunger sensor error. The root cause was identified to be a problem in position pot and main printed circuit board (pcb). Both were tested individually, and the main issue was the pcb, but both the pcb and position pot were replaced to resolve the issue. Service history identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was stated that there was a motor rate error. There was no patient involvement.